Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with their right ventricular lead exhibiting high impedance, high threshold and noise. It was suspected that there was an insulation anomaly. The lead was capped and replaced and the patient was in satisfactory condition before, during and after the procedure.